Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient¿s right atrial lead was implanted on (B)(6) 2018. Review of a post-operative x-ray showed the lead to have become dislodged and fallen to the floor of the patient¿s atrium. The lead was explanted on (B)(6) 2018 and replaced without complications.